Event description:
It was reported by the customer that a pyxis medstation es system had failed drawers, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers had random failures and cut in the communication bus cable. A field service engineer replaced the communication bus cable to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.